Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the nozzle of the subject device was clogged with white fibrous foreign material. The white fibrous foreign material came from the component of the cellulose based on a component analysis. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however, there was the possibility that the fibers such as towels and gauze may have entered into the air/water channel of the subject device in reprocessing.

Event description:
Olympus medical systems corp. (Omsc) was asked from the user to analyze foreign material stuck in the nozzle of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.